Event description:
A physician reported a pt who rec'd her first skin test in the left forearm on 30 december 1998 developed redness, inflammation and tenderness the same day. She rec'd a second skin test in the right forearm on 13 january 1998. On about 10 feb 1998, the pt stated that a scab came off the left forearm test site while showering; with subsequent oozing of fluid from the site. The pt was instructed to apply topical cortisone cream, exact start date not recalled. On 17 march 1998, the physician examined the pt, and noted that the right forearm test site symptoms had resolved, and that the left forearm test site was pink and indurated without fluctuance. The physician diagnosed a hypersensitivity, and administered intralesional kenalog on 17 march 1998. No other medical or surgical intervention was planned or prescribed.